Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having problems with their new ins. These problems were clarified to mean that the patient's stimulation had to be increased to 6.2 before the patient could feel stimulation, which was significantly higher than what the patient had been previously set at. The caller then indicated that even with the stimulation set so high the patient was still having "problems" and so the patient tried all of the other programs and still had to turn stimulation up high (over 6) in order to feel stimulation and it was not helping. The patient's issue was getting worse and the patient did not know why stimulation needed to be turned up so high on this device. The caller wondered if there was a problem with the implant because the stimulation level was almost double what it was with the patient's previous ins. The caller additionally mentioned that the patient's new ins felt much larger than the patient's previous ins and that it catches on things. The caller stated that it feels bigger "all the way around" and that the patient's old ins felt like "it was 2 inches by 3 inches and this one feels like its 3 inches by 3 inches maybe." This was not an issue that the patient had with their previous ins. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.